Event description:
I am not sure whether this is a device problem. My pt received an amplatzer asd occluder in 2006, at the (B) (6). At that time, she had normal mitral and aortic valve echo. In (B) (6) 2008, she presented with ruptured mitral chordae tendinae requiring mitral valve replacement. She had a normal aortic valve at that time. Now she has developed significant aortic insufficiency. I could find nothing in the literature to suggest that her valvular disease is associated as a late complication of her amplatzer device. My concern is that the development of late mitral and aortic valve disease may somehow be associated with different stress dynamics in the heart.